Event description:
It was reported that when the physician tried to use the programming system, "nothing came up". No further details were known regarding the incident. Troubleshooting was performed and everything seemed to be working correctly, however, the pt was no longer there to try interrogating. F/u with the site reveals that the physician has not had to use the system again yet, so it is unk if the problem is still occurring.